Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from the consumer and the health care provider (hcp) regarding a patient receiving intrathecal morphine. The indication for use was non-malignant pain. There was additional information reported that was not relevant to this event and therefore was omitted; see (B)(4): cough since pump replaced. It was reported that the patient had an issue with volume discrepancies. It was "a little over 2cc every time they would do a pump refill since over a year ago (from (B)(6) 2016). The patient was not sure exactly when this began and thought maybe 2014. A pump dye study was done on (B)(6) 2016, and the patient was referred to the surgeon. The surgeon's note indicated a fractured catheter. The patient's catheter had broken, and he was not getting medication in the lower part of his spine. They had to wait for the surgeon to get the patient on his schedule. The pump and catheter were replaced on (B)(6) 2016; the pump was replaced due to eri (electronic replacement indicator). The patient wanted to keep his pump because he kept all devices that came out of him. It was noted that the patient had several left hip replacements (1997, 2006-2013). The patient was involved in a bad car accident in 1995 and had hip replacement surgeries because of the car accident.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.